Event description:
Removal of 4 interlocking screws from t2 tibial nail.

Manufacturer narrative:
The reported event was not confirmed as neither the affected locking screws nor x-rays / medical records were available. Review of the device history records of all four locking screws reported did not reveal any discrepancies. A physical examination could not be carried out as the devices were not returned to stryker kiel (¿hospital kept¿). No device malfunction was reported. It was only stated that 4 locking screws were removed from a (B)(6) patient (after an implantation period of approx 16 months). Referring to the sales rep no further information was available. Based on the sparse information given the root cause of the reported event could not be determined. No nonconformity was identified. Device not returned.